Event description:
The customer returned the ultrasonic bronchofibervideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, a chip on the acoustic lens was observed. The service repair technician indicated that the most likely cause of the chip on the acoustic lens was due to stress. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely stress led to component failure. Date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.